Event description:
It was reported that the monitors on the 9800 system would flicker. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable, x-ray tube, and high voltage tank were re-greased during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.